Manufacturer narrative:
(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a nylon suture was used during an extracapsular cataract extraction procedure after which the patient experienced a post-operative infection or abscess around the nylon. Additional information has been requested. Additional information received further clarified that the patient experienced inflammation, swelling and redness that was often painful.

Manufacturer narrative:
No sample has been returned for evaluation for the report of eye infection therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. As a sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. Suture material samples are tested at incoming for tensile strength and diameter, and sutures are 100% inspected by trained operators for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
Additional information received from the reporting doctor further clarified that the patient was treated with antibiotic drops and their condition has resolved. The doctor indicated that they no longer suspect nylon as being the root cause for the patient's reported event. Additional information has been requested regarding what the doctor alternatively suspects the root cause of the reported patient event to be attributed to.